Event description:
Balloon burst.

Manufacturer narrative:
The catheter has not yet been returned to numed for eval. In the report to numed it stated that an inflation device with pressure gauge was not used for this procedure. It states in the instructions for use that an inflation device with pressure gauge should be used so that the rated burst pressure of the catheter is not exceeded.